Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot#: l47052, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a-33, lot#: l47052, implanted: (B)(6) 1998, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and non-malignant pain. It was reported that the patient stated that they couldn't get an MRI because leads were still implanted in the patient's body. The patient stated that the ins was removed and a pump was implanted. The patient stated that MRI was not related to the device or therapy. The patient wanted to get an MRI as when they have a bowel movement there is no sensation, numbness in the groin area, and not knowing they went to the bathroom.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.